Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 25 mmol/l. Customer did not provide any symptom related to high blood glucose level. Customer stated insulin pump was on manual mode during event. Customer reported that insulin pump losing power during the night after which the connection to the transmitter had been lost. The device will not be returned for analysis.